Event description:
It was reported via FDA medwatch that the patient underwent complex re-coiling procedure treatment for a recurrent bleeding from a cerebral aneurysm utilizing intracranial balloon assistance. The catheter fractured during use and the broken segment embolized the right renal artery. Several attempts were made to retrieve the broken segment without success. The patient underwent selective right renal angiography with snare for recovery of the broken balloon segment.

Manufacturer narrative:
The device will not be returned for evaluation as it is being kept at the hospital.